Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The sensor was inserted into the arm . No additional patient or event information is available.